Manufacturer narrative:
Supplemental report was created to correct the following: h. Device manufacturers only 6. Adverse event problem: change in medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. 10. Additional manufacturer narrative upon receipt at our post market quality assurance laboratory, visual inspection revealed cuts, tears, puncture holes, and electro-cautery damage noted in the insulation, fracture conductors, calcification in lead's insulation. This type of damage is consistent with repeated stress over time.

Event description:
It was reported that during a routine follow up the lead was explanted due to product performance issues. Product returned to boston scientific. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up the lead was explanted due to product performance issues. Product returned to boston scientific. No additional adverse patient effects were reported.